Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because he was experiencing recurring incontinence due to urethral atrophy at the cuff site. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. According to the sales representative, there were no malfunction or product issues with the explanted cuff. Only the cuff was replaced.

Manufacturer narrative:
The ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. This record documents the investigation of the occlusive cuff component. A review of the fmea, and the dfu indicate urinary incontinence and atrophy are expected adverse events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because he was experiencing recurring incontinence due to urethral atrophy at the cuff site. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. According to the sales representative, there were no malfunction or product issues with the explanted cuff. Only the cuff was replaced.